Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that this past week after using their patient programmer to try to access MRI mode they feel that their ins battery has not depleted and are experiencing new pain. The patient knows their stimulation is on because they see the lightning bolt. The pain they are now having is in their back and legs and the patient stated that something is not right. The patient usually charges every week because the battery icon drops, but the patient programmer is showing that the ins battery is full. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Event description:
Additional information was received from the patient. It was reported that the battery was using too much power and needed to be recharged every 2 - 3 days. The patient reported that they were having much more pain starting on (B)(6) 2017. The patient had their stimulation adjusted on (B)(6) 2017. The patient reported that they were still having more pain than before and that they had three sharp pains with their last charge. The cause of the battery not depleting since going into MRI mode was not determined. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.